Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a bubbled dso seal. There was no evidence in the event history log. Functional testing was unable to duplicate the reported issue. No fault was found. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a "cassette not attached properly. Reattach cassette" alarm. There was unknown patient involvement.